Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Pxt261414/10639282 UDI# (B)(4). Also were involved: pxc161200/10770549 UDI# (01)00733132609987(17)150930(21)10770549. Pxc201000/10923658 UDI# (01)00733132610037(17)151031(21)10923658. Further information was requested but not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement and surgical conversion. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2013, the patient underwent an endovascular procedure using gore® excluder® aaa endoprostheses to repair an abdominal aortic aneurysm. It was reported that the diameter of the aneurysm was 58mm. On (B)(6) 2017, a follow-up computed tomography scan (CT) revealed that the diameter of the aneurysm was 72mm. On (B)(6) 2017, gore® excluder® aaa endoprostheses were explanted and the patient underwent an open abdominal surgery to replace an artificial blood vessel. During the procedure, a type ii endoleak from the median sacral artery was noted. The physician suspected that the endoleak caused the aneurysm enlargement and the explant procedure. No further adverse events have been reported. The patient tolerated the procedure.